Event description:
Customer's mother reported via phone, the customer's blood glucose was 290 mg/dl and they have been having issues with the insulin pump after the customer had gone swimming. The device was off the customer when he went swimming but moisture has been noticed in the lcd and the display was blank when the customer was attempting to reconnect to it. Customer will revert to his old insulin pump. Troubleshooting for blank display was not performed due to device is being replaced. The device was not dropped. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump had moisture damage found on motor, minor scratches on lcd window and cracked belt clip slot at battery tube threads area.